Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had issues with infusion sets. It was reported that the little clear clips broke off when they put the sets in. It was reported that the indentation on the pump where the reservoir locks into place was slightly more to the left. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The reservoirs sit properly into reservoir compartment. The insulin pump had cracked reservoir tube lip, cracked case at display window corner and cracked lcd window.